Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. She stated that the customer went to input his carbohydrates value, but the device became stuck and began showing ramping numbers on the screen. He removed and reinserted the battery, and the button error alarm occurred. The customer's blood glucose was 290 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.